Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported patient burn could not be conclusively determined. The IFU states to clean and dry application site and to avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes.

Event description:
During a lumbar radio frequency ablation procedure, a patient burn occurred at the site of the grounding pad on the rear right side of the thigh.